Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited inappropriate high voltage therapy for atrial fibrillation. The physician elected to not take further action. The patient was in stable medical condition.

Manufacturer narrative:
(B)(4).